Manufacturer narrative:
Product evaluation: failure analysis for (B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that the fiber cap was broken and intermittent energy coming out of the fiber. The fiber tip (cap) was cleaned during the procedure.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber was observed to be forward firing. No information was provided how the procedure was completed. No patient injury was reported.